Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite charging the pump for over an hour, the pump was unresponsive. The customer connected the pump to multiple wall outlets, cables, and adapters, however the pump remained unresponsive. There was no patient involvement, as the issue occurred during setup of the pump and had not been used on the customer at the time of the reported event. The customer has manual injections available for insulin therapy.